Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient continued to have intermittent low flow alarms. Low flow threshold software was requested due to patient small left ventricle, right ventricular failure, and amyloidosis.